Event description:
It was reported that the patient did not mention an alarm but noted the 8476 error code on the personal therapy manager (ptm) indicating a motor stall. The patient was not having any current symptoms and had oral dilaudid for break through pain if needed. It was confirmed that there had not been a magnetic resonance imaging (MRI) scan or other electromagnetic interferences (emi). The patient was currently in (B)(6) and the managing physician was in (B)(6). This device system was delivering bupivacaine and morphine. Additional information was requested. It was further reported that the pump was not replaced due to ¿hospital and financial reasons.¿ reportedly, the pump was working again and the patient¿s plans were to follow up with the physician in (B)(6) when the patient returns home.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported nine weeks ago the infusion device failed and this started the end of (B)(6) and the patient went to the emergency room (ER). It was noted the patient "got in and then three days later the pump started working again." It was also reported three weeks later it failed again, the patient was "in and out of hospital," and a new pump was put in. It was also reported the "motor quit working, the alarm went off," and the patient was not getting medications. It was noted the doctor opted to take it out because he was going to colorado. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the pump was explanted on (B)(6) 2014 and replaced. It was noted the motor stall recovered after more than two hours. Troubleshooting of the event included a dye study and the logs were checked. The cause of the issue was undetermined. It was also reported the patient experienced underdose symptoms. The patient's status at the time of this report was 'alive-no injury." It was further reported the patient experienced withdrawals and the pump showed motor stall and then restart. It was noted there was no patient injury and the patient recovered without sequela. A rotor study was also performed and showed a motor stall. The dye study results showed a "clear path with no occlusion found." Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter.

Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomaly, corrosion and or wear and or lubrication, stall due to shaft bearing. There were multiple motor stalls and recoveries seen in the logs. During destructive analysis the technician found significant residue and shaft wear on the upper shaft of gear 2. And also found some residue on the jewel where the upper shaft of gear 2 inserts into the top bridge assembly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.